Event description:
Customer reported that the 8800 system ahd an image burned in the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.